Manufacturer narrative:
Initial and final MDR 2004277- MDR - device 3 of 5.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that, the patient experienced issue with 5 infusion sets cannula being kinked on (B)(6) 2024. The sets were found to be kinked, within 3 hours of insertion, after being in use for few hours. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available